Event description:
Related manufacturer reference number: 2017865-2025-14543. It was reported that the patient presented remotely. Review of transmission revealed high impedance on the ventricular lead. Episodes of noise reversion were noted on the ventricular lead and pacemaker as well. Lead's testing parameters were normal. The patient was unharmed. Upon isometric testing, noise was not reproducible. Programming changes were performed. There were no patient consequences and will further be monitored.